Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss and customer were unable to duplicate the problem. The customer will send the footswitch for in-house eval. The footswitch had been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the footswitch was working intermittently" (device stops intermittently). The customer reported the footswitch was working intermittently. The footswitch was switched out and the case was completed as planned. No pt injury was reported.